Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 due to high blood glucose of 700 mg/dl. Customer reported that high blood glucose was due to taking steroids prescribed by healthcare professional. Customer reported that blood glucose had been high since (B)(6) 2016. Customer declined transfer to helpline for further assistance.